Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set leaked; further described as the patient noticed their clothing was damp and upon inspection "fluid was leaking from where tubing enters into the roller clamp on the peritoneal dialysis transfer set". This occurred at the patient¿s home during use for peritoneal dialysis (pd) therapy. As a result, the patient line was clamped and the patient¿s transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: patient/consumer (previously submitted as other) correction made to e1: initial reporter address: ni (previously submitted as ab) correction made to e1: initial reporter city: ni, ab (previously submitted as ni) additional information in h6. H10:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.